Event description:
Patient reports with in the first couple of weeks (of surgery) knee was very hot and painful and was on antibiotics. There is a cyst about the size of a fisted knuckle at the head of the screw, and the surgeon is scheduling the pt for surgery in 2008.

Manufacturer narrative:
Product recall initiated on 08/27/2007.